Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with approximately 250 units. There was no reported impact to customer's blood glucose. Reportedly, customer restarted the load process to address the event.